Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: peritonitis is a well-known potential complication in patients utilizing pd therapy and a temporal relationship does exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the reported adverse event(s) of peritonitis. However, a causal relationship cannot be determined based on the limited information provided. Additionally, there is no allegation of a device malfunction or a cycler set leak reported for this event. There is no objective evidence indicating the patient¿s liberty select cycler and/or liberty select set caused or contributed to the patient's event of peritonitis. Therefore, the liberty select cycler and cycler set can be excluded as the cause of the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using a medicated bag to treat peritonitis. Additional information was requested but to date, has not been provided.